Event description:
It was reported that a pt underwent an excision of a cystic lesion of the nipple in 2009. Post-operatively, the wound appeared healed. Three days later, the pt was found to have cellulitis with blistering at the incision line.

Manufacturer narrative:
Date sent to the FDA: 11/13/2009. Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.